Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the pump had lost power at random twice. Evidence of corrosion was found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following results:a review of the black box showed multiple unexplained reboots. A battery compartment crack was observed; the returned battery cap was able to fully tighten on to the pump with no power loss. Evidence of moisture corrosion was found in the battery compartment. The pump passed a leak test and was able to be successfully exercised with no power loss or alarms. The pump cover was opened and no internal defects were found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.